Event description:
It was reported that during a fistula angioplasty a balloon rupture occurred. The original procedure was a subclavian vein stenosis and that was successful. It was determined this additional procedure was needed to work on an additional lesion. The 65% stenosed lesion was located in the axillary vein. During the first and second inflations, the 9-2/5.8/75 ultra-thin balloon catheter was inflated for thirty seconds at fifteen to eighteen atmospheres. On the third inflation of fifteen to eighteen atmospheres the balloon ruptured. Fragments of the balloon remained inside the patient. During removal of the balloon catheter, the shaft kinked. The patient went to surgery same day. They did a cut down and removed all fragments of the balloon. The procedure was not completed due to this event. During removal of the balloon during surgery, the stenosis was corrected with a bypass. The patient status is good.